Event description:
Clinical interrupt af clinical study, clinical study ID: (B)(6), subject ID: (B)(6). It was reported that during a ablation procedure involving an intellamap orion high resolution mapping catheter, blazer dx-20 diagnostic catheter and a intellanav mifi o were selected for use. After pulmonary vein isolations, blood pressure decreased and increased pressor support was required. A large pericardial effusion was noted on intracardiac echocardiogram (ice) imaging. Emergent pericardiocentesis was performed. Furthermore, it was reported that after pulmonary vein isolations, blood pressure decreased and increased pressor support was required. A large pericardial effusion was noted on ice imaging and emergent pericardiocentesis was performed. Follow-up echos showed improvement of pericardial effusion and drain pulled the next day. Repeat echos completed as outpatient. At 3 month visit patient complains of lightheadedness, dizziness and neat syncope, repeat echo completed on (B)(6) 2023 showed small pericardial effusion. An echo on (B)(6) 2023 showed moderate to large effusion. Cardiac surgeons recommended pericardial window and was performed on (B)(6) 2023.

Manufacturer narrative:
Additional information received 02aug2023.

Event description:
Clinical interrupt af clinical study, clinical study ID: pc053, subject ID: (B)(6). It was reported that during a ablation procedure involving an intellamap orion high resolution mapping catheter, blazer dx-20 diagnostic catheter and a intellanav mifi o were selected for use. After pulmonary vein isolations, blood pressure decreased and increased pressor support was required. A large pericardial effusion was noted on intracardiac echocardiogram (ice) imaging. Emergent pericardiocentesis was performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received 28aug2023.

Event description:
Clinical interrupt af clinical study, clinical study ID: (B)(6). It was reported that during a ablation procedure involving an intellamap orion high resolution mapping catheter, blazer dx-20 diagnostic catheter and a intellanav mifi o were selected for use. After pulmonary vein isolations, blood pressure decreased and increased pressor support was required. A large pericardial effusion was noted on intracardiac echocardiogram (ice) imaging. Emergent pericardiocentesis was performed. Furthermore, it was reported that after pulmonary vein isolations, blood pressure decreased and increased pressor support was required. A large pericardial effusion was noted on ice imaging and emergent pericardiocentesis was performed. Follow-up echos showed improvement of pericardial effusion and drain pulled the next day. Repeat echos completed as outpatient. At 3 month visit patient complains of lightheadedness, dizziness and neat syncope, repeat echo completed on (B)(6) 2023 showed small pericardial effusion. An echo on (B)(6) 2023 showed moderate to large effusion. Cardiac surgeons recommended pericardial window and was performed on (B)(6) 2023. Additional information revealed the patient was discharged on (B)(6) 2023. A repeat echo was performed on (B)(6) 2023 which showed no pericardial effusion.